Event description:
Procedure: laparoscopic roux-en-y. According to the reporter: the surgeon was creating the pouch and he had made the notch and fired the first staple load. Then the second load failed. It cut, but no staples formed there was no handle snap. The difficulty resulted in 2 extra hours of surgery requiring sutures, cautery and other devices. The surgeon switched instruments mid procedure.